Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual evaluation showed the lot number laser etched into the device matches the complaint. The flexible spiral of the drill has been stretched starting at the 60 depth mark. One spiral cut is broken off at approximately the 60 depth mark and the second spiral cut is broken off at approximately the 40 depth mark. The broken pieces were not returned. Bio debris is present. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the failure include procedural variance, or deviations from established protocols, increasing risks and leading to unintended consequences (excessive force). Based on this investigation, there is no evidence to suggest a design, material or manufacturing issue. Therefore, the need for corrective action is not indicated.

Manufacturer narrative:
H10: internal complaint reference (B)(4).

Event description:
It was reported that during an acl procedure, the flexible drill broke when performing the femoral tunnel. The broken piece was removed from the patient. The procedure was completed with the same device. There was no surgical delay and no further complications were reported.

Manufacturer narrative:
H10: h3, h6: the reported device was not returned to the designated complaint unit for independent evaluation. However an image evaluation was performed and found the flexible drill broke into two pieces. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause of the reported event could not be determined since findings cannot lead to a clear cause of the reported event. Factors that could have contributed to the reported event include an application of unintended inappropriate or excessive force to the device, attempted correction of a damaged device, or an impact event inconsistent with normal use. Based on this investigation, the need for corrective action is not indicated.